Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds that continued to rise. The high thresholds caused diaphragmatic stimulation. The rv lead was repositioned from the rv apex to the rv low septum and remains in use. No patient complications have been reported as a result of this event.